Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from u.s.a., stating that the device required service due to damaged bearings. It is known that this event did not occur during surgery. It is also known that there was no pt or user injury or medical intervention reported related to this occurrence. No add'l info available.